Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing on this right ventricular (rv) lead that resulted in intermittent pacing inhibition of less than two seconds. This patient was dependent on rv pacing. Further investigation was discussed. No adverse patient effects were reported. At this time, this device system remains in service.